Event description:
It was reported that the patient received about 12 inappropriate shocks. The patient worked out a lot lifting weights. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.